Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that hypotension and hemothorax occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The transseptal puncture (tsp) was being performed with versacross connect and watchman sheath using intracardiac echocardiography (ice). There was difficulty experienced with tsp and the final location was posterior and mid. The patient developed a large hemothorax in distal aorta following tsp and when watchman sheath was in left atrium. It was noted that the radio frequency (rf) wire was advanced into the descending aorta with low mid stick. The patient then became hypotensive and was treated with vasopressors and surgery consultation was obtained with a recommendation of observation in intensive care (ICU). The patient was expected to fully recover and was stabilized one day post procedure. The device is not expected to be returned for analysis. It was further confirmed that the patient had a floppy septum with a rotated heart and difficult imaging. The imaging issue was due to patient anatomy. There was no perforation noted. There was no pericardial effusion (pe) noted prior to the procedure. There was no issues with track up / drop down into position on septum and no reason to believe to the versacross devices malfunctioned.